Manufacturer narrative:
Review of the device history records revealed no manufacturing, processing or design related irregularities. The instrument was found to be properly manufactured and released in accordance with the device master record. An evaluation of the returned novel inserter revealed the inner shaft had fractured and broke at the threaded distal tip. The fracture is flush with the distal tip of the inserter tube, which houses the inner shaft. A previous investigation for this type of event found that an excessive lateral load was placed on the titanium trial which caused the threaded tip to shear along the distal tip of the inserter tube.

Event description:
As the surgeon was inserting the first of two cages, the distal threaded tip which attaches to the cage fractured and broke. The tip detached and remained positioned within the cage until it was drilled out and removed. The angel was tough and the situation could have been avoided with angled inserter. The event caused over a 30 minute delay in the case.